Event description:
I heard it rip inside me... Still some missing- vagina [foreign body in reproductive tract] when I went to remove it (tampon), I heard it rip inside me... Still some missing [complication of device removal]. Anxiety mind [anxiety]. I heard it (tampon) rip inside me [device breakage]. Case narrative: consumer reported via phone that the tampon ripped inside of her during removal. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
I heard it rip inside me. Still some missing- vagina [foreign body in reproductive tract]. When I went to remove it (tampon), I heard it rip inside me... Still some missing [complication of device removal]. Anxiety mind [anxiety]. I heard it (tampon) rip inside me [device breakage]. Case narrative: consumer reported via phone that the tampon ripped inside of her during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.